Event description:
1 reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). It was reported that sample collections were obtained using bd utm transport media (off-label use).

Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Off-label use of transport media. Root cause: could not duplicate with retains and returns. Source: phone and email.